Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited loss of capture. The suspected cause was dislodgement of the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was in stable condition.